Manufacturer narrative:
Zoll medical corporation has not rec'd the device for evaluation and a follow up report will be submitted when the investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no pt involvement in the reported malfunction.